Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-06083. It was reported that ra and rv lead dislodgement was observed. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.